Event description:
It was reported that, the firing button was cracked. No pt consequence.

Manufacturer narrative:
Info not provided during initial contact. Results: firing button. Evaluation summary: the test confirmed the problem: the firing button was cracked and it was substituted (p/n 3703-243). The following parts were also replaced: cracked firing button shaft (p/n rwsa200-a) and the firing button screw (p/n 92196a081-a). Moreover the port shaft was bent and it was substituted (p/n cea 663-855) with the loose retaining ring (p/n 700-001718-a) and the coil pin (p/n cldp047x187mcp). The top frame was cracked and it was replaced (p/n tfsa200b). After the service, the device was returned to the customer.